Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and infra-scapular area on (B)(6)2021 using the elite curve 150 applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2021.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 (applicator, area of concern, treatment/diagnosis dates), d4 (catalog #, serial #, UDI), and h4. H11 - corrected data: d1, d8, g1 and h6. Additional serial number: (B)(6).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia on the treated area.